Event description:
It was reported that during a laparoscopic gastric bypass procedure pneumo was leaking from the devices. The case was completed with the devices. A second insufflators was added to the procedure to keep the insufflation to 15. There was no patient consequence.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. Testing confirmed the short on the device when the jaws are fully or partially closed. The active rod insulation has been skived (insulation was scrapped exposing the active rod) under the pivotal area of the jaw. The damage has exposed the surface of the active rod and allows contact with the upper jaw. The damage has exposed the surface of the active rod and allows contact with the upper jaw. The exposed the surface of the active rod allows contact with the upper jaw creating an electrical short and the replace device warning.

Event description:
It was reported that during an operative laparoscopy with possible mesenteric procedure, the device was not sealing as intended, the device did not coagulate as intended. Another device was used to complete the procedure. No adverse consequences reported. Additional information: surgeon said that the jaws were not aligning properly and it did not seem to be coagulating as a result. No patient harm done, just opened another device. As a result of jaw misalignment he opened another device. Patient is fine. Seal corrected with new trio. No concernable blood loss or transfusion needed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.